Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report problems with her son's meter. Meter is giving higher results than how he feels. Tested several times and was receiving high readings, adjusted insulin and had to take him to the ER.